Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded p-wave oversensing. The health care professional (hcp) had already made some programming changes and further recommendations were requested to technical services (ts). The ICD remains in service. No adverse patient effects were reported.